Event description:
It was reported to philips that the azurion device would not boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed that device would not boot up. Upon troubleshooting, the customer reported that the system hung with philips logo and a complete shutdown resolved the issue. Rse downloaded a log file and discussed it with a technical support specialist. They advised that the tsm software seems to be stalling and could have corrupted the software. During follow-up, the customer confirmed that the job is not required, and the fault is no longer occurring. The on-site work order has been cancelled based on a customer request. No service has been performed by philips. To date, no further information was received. At the time this case was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the case was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The customer reported that the system hung with philips logo and a complete shutdown resolved the issue. The device was outside of clinical use at the time of the event. Based on the new information, this complaint is evaluated as not reportable. Philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.